Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for an unknown indication for use. It was reported the patient was experiencing overdose symptoms (somnolence, depressed breathing) following a pump refill and reprogram that occurred on 2023-10-11. The patient's pump had been empty "for about three months" prior to the refill appointment, according to the patient's daughter. Shortly after the refill and pump reprogram, the patient's symptoms began, and they went to the hospital. Narcan was administered with success, and the pump was programmed to minimum rate after the medtronic team was notified of the situation on (B)(6) . The pump was put on minimum rate. The issue was resolved at the time of this report and the patient¿s status was ¿alive- with injury¿ (patient was experiencing overdose symptoms (somnolence, depressed breathing) and was hospitalized). The patient¿s weight and medical history were asked and would not be made available. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2023-10-17 indicated the patient experienced depressed breathing and there did not seem to be issues with the device, clinically presented as a pocket fill. The physician said the cause of the overdose post refill was a pocket fill. Regarding the cause of the empty pump, it was noted the patient was sick for many months in and out of the hospital.